Event description:
The reporter stated the device result was hi. The user went to the hospital and her glucose was 277 mg/dl via a finger stick and 365 mg/gl per a lab. She was treated with insulin and sent home. Controls were not used on the system. The user stored the test strips in a zipper pouch outside the original manufacturers capped vial.